Event description:
The hcp reported that the patient has been experiencing inconsistent pain control and parasthesias. The patient experienced a cerebrospinal fluid leak after implant. Treatment of the leak is unk. The patient has also experienced numbness and tingling in her left hand and leg, since last refill. The hcp reported that the patient is somewhat difficult to manage, but the hcp had discontinued her use of fentanyl patches and increased the dose of drug from the pump. The patient has recovered without sequela.